Manufacturer narrative:
An elective replacement indicator message was reported to abbott. The device was not returned for analysis; however, event details indicate that the system is up to date. Based on the information received, the cause of the reported incident is consistent with the battery at or nearing end of service.

Manufacturer narrative:
Date of event is estimated. Reporter phone number: (B)(6).

Event description:
It was reported the device displayed the end of service (eos) message and it is unknown if the device depleted prematurely. The patient is not receiving therapy and will likely require surgical intervention to address the issue.